Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. Review of the retrieved archive data confirmed multiple occurrences of ua 7 error messages on (B)(6) 2018, thus confirming the reported event. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and a ua 46 (software) error message on the display screen. The ua 7 error message and the ua 46 error message are unrelated. A load characterization check was performed on the platform and identified a defective load cell. The root cause of the ua 7 error message was attributed to this issue. The ua 46 error was caused by a defective processor board. As part of routine service during testing, the device was examined and found physical damage. This issue is indicative of mishandling and is unrelated to the ua 7 or the ua 46 error message. Upon customer approval, the load cell, processor board and the damaged part will be replaced and the platform will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (B)(4) during routine inspection was tested and displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to resolve the issue. No patient involvement.